Manufacturer narrative:
A lighttrail reusable laser fiber was received for evaluation. Visual examination of the returned laser fiber was broken in two pieces. The sma connector separated from the fiber body. The length of the fiber body was 174cm with no exposed glass fiber tip visible. The heat shrink at the fiber end where the connector would have connected appeared damaged and melted. The condition of the returned product confirms the reported event. Functional analysis revealed that the laser fiber was recognized by the laser console when connected. The aiming beam exiting at the end of the detached connector was weak and scattered. Additionally, the laser console indicated that the laser fiber had been used 31 times. As indicated in the lighttrail reusable fiber dfu: "it is prohibited to use the lighttrail reusable application fiber more than 10 times." Therefore, investigation of all available information indicates that the most probable root cause of this event is user/use error. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a lighttrail reusable laser fiber was used during a laser treatment of bladder tumor performed on (B)(6) 2015. Reportedly, the laser fiber had been reused approximately 40 times. According to the complainant, the laser unit used was a vela console with 25w settings. Upon completion of the procedure, the fiber connector overheated and a burning smell was noted. The fiber was removed from the patient and it was found that the fiber body had broken into two. No broken fragment fell into the patient. There were no user injury nor patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a lighttrail reusable laser fiber was used during a laser treatment of bladder tumor performed on (B)(6) 2015. Reportedly, the laser fiber had been reused approximately 40 times. According to the complainant, the laser unit used was a vela console with 25w settings. Upon completion of the procedure, the fiber connector overheated and a burning smell was noted. The fiber was removed from the patient and it was found that the fiber body had broken into two. No broken fragment fell into the patient. There were no user injury nor patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.